Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 16-nov-2018 it was reported that crossing difficulties were encountered. The 90% stenosed, 15x3.0mm target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 3.00x16mm promus element drug eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device used. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: promus element stent delivery system was returned for analysis. An examination of the crimped stent found proximal stent damage. Proximal stent struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination was found no issues with the tip. No other issues were identified during the product analysis.